Manufacturer narrative:
Additional information b5 - describe event or problem.

Event description:
Additional information was provided by the customer on (B)(6) 2023.  A total of 80 patients generated false reactive alinity s anti-hcv ii results; 55 of those were negative on roche; and all 80 were negative on immunoblot and nat.

Manufacturer narrative:
The complaint investigation for false reactive alinity s anti-hcv ii results included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, field data review, and device history record review. Return testing was not completed as returns were not available. A review of tracking and trending did not identify any trends for the issue for the product. Device history record review for lot 42026be00 did not identify any non-conformances, potential non-conformances, or deviations with the complaint lot. The overall reactive rates of ln 4w56-55, lot number 42026be00 at the customer¿s site, applicable peer sites, and across all 4w56 (ous) customer sites were collected and assessed. Across all 4w56 (ous) blood screening customers, the initial reactive rate (irr), repeat reactive rate (rrr) and specificity (assuming zero prevalence) observed for lot 42026be00 is within product requirements and comparable to other lots analyzed in the comparison. Lot 42026be00: irr: 0.064 %, rrr: 0.061 %, irr - rrr 0.002 %, specificity: 99.939 % at the customer¿s site the performance of lot 42026be00 is within the product requirements and comparable to peer sites. Customer¿s site: irr: 0.069 %, rrr: 0.069 %, irr - rrr 0.000 %, specificity: 99.931 % peer sites (4w56 whole blood without salerno): irr: 0.074 %, rrr: 0.073 %, irr - rrr 0.001 %, specificity: 99.927 % all italian sites: irr: 0.108 %, rrr: 0.108 %, irr - rrr 0.000 %, specificity: 99.892 % peer sites (4w56 whole blood without italian sites): irr: 0.070 %, rrr: 0.068 %, irr - rrr 0.002 %, specificity: 99.932 % labeling was reviewed and sufficiently addresses the customer's issue. Based on the investigation, no systemic issue or deficiency with the alinity s anti-hcv ii reagent kit, lot number 42026be00, was identified.

Manufacturer narrative:
An evaluation is in process. A final report will be submitted when the evaluation is complete. Completed information for patient identification: sids (B)(6). All available patient information was included. Additional patient details are not available.  This report is being filed on an international product, list number: 4w56-55 that has a similar product distributed in the us, list number: 4w56-60.

Event description:
The customer observed false reactive alinity s anti-hcv ii results for multiple patient samples. The following data was provided: sample ID: (B)(4) (donor) initial result = 119.29 s/co, repeat = 116.15 s/co, 123.14 s/co. Roche result = 13 s/co, ortho result = 0.05 s/co, immunoblot = negative. Sample ID: (B)(4) (donor) initial result = 70.99 s/co, repeat = 77.4 s/co, 71.2 s/co. Roche result = 6.40 s/co, ortho result = 0.30 s/co, immunoblot = negative. Sample ID: (B)(4) (multiple transfusions) initial result = 40 s/co, repeat = 37.5 s/co and 39.2 s/co. Roche result = 13 s/co, ortho result = 0.06 s/co, immunoblot = negative. Sample ID: (B)(4) (multiple transfusions) initial result = 6.50 s/co, repeat = 6.30 s/co, and 5.90 s/co. Roche result = 2.31 s/co, ortho result = 0.08 s/co, immunoblot = negative . No impact to patient management was reported.